Event description:
An l4-l5 mis tlif procedure was performed, starting on the left side. Inaccuracy was detected with landmark check when moving to contralaterl side, leading to taking xrays and discovering that the last potioned screw was inaccurate and required redirection. No harm to the patient has occurred. A platform shift was identified, contributing to the inaccuracy. Two potential causes were noted: inadequate perc pin placement on the iliac bone affecting fixation, which may lead to navigation inaccuracies. Given the available data, it is not possible to conclusively determine the root cause or confirm that the issue was solely user error. Therefore, the decision has been made to report this complaint.